Manufacturer narrative:
Philips service reinstalled the software and returned the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment intermittently locked up during x-ray firing on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.